Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 1000163, serial/lot : none h3, h6: a medtronic representative went to the site to perform a system check out and they found that battery stack 1 was low and not charging. The representative suspected an issue with the charger as it was replaced 30 days ago. The representative found that the system had a gfi fault due to lights on the charger. The representative tried to clear the fault with a gifbitclear command, but this would not clear the issue. The representative then verified that the chargers and battery stacks were good with voltage readings and the battery stack checker. They also verified the chargers inputs and outputs using the dash program. Finally, the representative turned off the fault by pressing the test button inside the charger enclosure, using the gfibitclear command, and then restarted the system. This cleared the fault condition in the charger enclosure. The issue was resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system had been intermittently powering down. There was no patient involvement.